Manufacturer narrative:
Conclusion: the customer requested preventive maintenance on the unit and to report any other failures for the customer to repair at their discretion.

Event description:
It was reported by service report that the head left inner siderail panel was cracked with no sharp edges, but possibility for fluid ingress. No pt involvement or adverse consequences were reported.